Event description:
It was reported that the device was used during a surgical procedure and the staples would not deliver. There was no patient consequence. Another device was used to complete the case.